Manufacturer narrative:
H3 other text : device not return.

Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint was confirmed. During the evaluation, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue.